Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Pannus overgrowth, or host tissue, is considered a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation." In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. The most likely cause is patient factors, including hyperparathyroidism.

Event description:
Edwards received information that a 25mm 7300tfx mitral valve, implanted four (4) years and one (1) month, was explanted due to mitral stenosis secondary to calcification. Concomitantly, the patient also underwent re-do aortic valve replacement. The mitral valve was explanted and replaced with a non-edwards mechanical valve. The patient outcome is recovered. Both devices are to be returned. It was reported the leaflets were partially removed from the 25mm 7300tfx mitral valve for hospital evaluation.

Manufacturer narrative:
The device was returned to edwards for evaluation. Evaluation is anticipated, but not yet begun. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device evaluation: customer report of stenosis and calcification were confirmed. X-ray demonstrated wireform intact; heavy calcification was observed on leaflets 1 and 2 and on the remainder of leaflet 3. As received, leaflet had a cut of approximately 5mm x 9mm on leaflet 3. The cuts had a smooth and straight edge. Cutout leaflet was not returned. Leaflet 2 had a 5mm, 6mm, and 5mm tear at the cusp. Calcification was evident at the tears. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 1 on the inflow aspect and 8mm on leaflet 1 on the outflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. Calcification restricted leaflet mobility and led to stenosis. Sewing ring had multiple cuts around the valve. Sutures remained attached to the sewing ring.